Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria good forward. Evaluation description: analysis was normal. No anomaly was found.

Event description:
It was reported during the implant of the rv lead, the helix was unable to retract or extend after the first fixation attempt. The lead was explanted and replaced. No adverse consequences were noted for the pt.